Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date at a compounding facility, the vial was filled with dilaudid 1 mg/ml for a total volume of 30 ml and was shipped to the end user. On an unspecified date, the vial was loaded into a patient controlled analgesia (pca) pump. After an unspecified length of time when the delivery was complete, the vial was removed from the pump. At this time, the customer contact reported that solution leaked from an unspecified location on the vial and was noted at the flange on the injector in the vial and at the bottom of the syringe holder of the pump. The vial was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.